Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized with a high blood glucose level of 43 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer does not know what led to the low blood glucose because they were unconscious at the time of the incident. The customer did not provide the time and date of the hospitalization and did not troubleshoot the insulin pump. The customer did not return the product back for analysis.